Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on (B)(6) 2014. Evaluation shows faulty brake. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Right motor brake faulty, cutting out as per provider.